Manufacturer narrative:
It was reported that approximately three and half months after an initial bunion surgery on (B)(6) 2024, a screw backing out of the plate was discovered during review of radiographic imaging. Additional information indicates the patient has no pain, only swelling at the area. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation as they remain implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, it is possible the screw that backed out was not completely locked into the plate during initial placement and/or post-operative activity of the patient led to loosening of the hardware. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that approximately three and half months after an initial bunion surgery on (B)(6) 2024, a screw backing out of the plate was discovered during review of radiographic imaging. Additional information indicates the patient has no pain, only swelling at the area. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
G3: date received by manufacturer: 09-25-2024. G6: type of report: 30-day follow-up. H6: investigation conclusions: 61. It was reported that approximately three and half months after an initial bunion surgery on (B)(6) 2024, a screw backing out of the plate was discovered during review of radiographic imaging. The patient has no pain, only swelling at the area. No other patient outcomes were reported as a result of this event. Additional information indicates the surgeon inserted the screw on a slight angle and was unable to correct screw position. No devices were returned for evaluation as they remain implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported. However, based on additional information received, it was confirmed the screw was inserted at an angle and therefore most likely not locked into the plate. The company will supplement this MDR as necessary and appropriate.